Event description:
It was reported that the patient presented in clinic for follow-up. It was found that the patient's implantable cardioverter defibrillator failed to be interrogated. No intervention was performed. There were no patient consequences.